Event description:
It was reported that during a coronary stenting drug eluting treatment procedure, a shaft fracture occurred. The target lesion location and lesion characteristics were not provided. The physician attempted to advance a liberte' monorail coronary stent delivery system 3.5x16mm across the lesion site but the "stent's shaft broke" during the attempt. No pt complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).